Event description:
The customer received a blood glucose reading of 85 mg/dl from his contour meter and a reading of 501 mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer service offered to troubleshoot the customer's contour system, but the customer declined and ended the call. At this time, no product will be returned.

Manufacturer narrative:
The customer was unable to provide a reagent lot number or a meter serial number before ending the call, so it was not possible to determine the manufacture date.